Event description:
Effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.